Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported he experienced a low blood glucose level of 34 mg/dl. The customer treated his blood glucose level with food and juice. His low blood glucose level was due to too much exercise. The device was not returned.